Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The smell of burnt material was detected from the main unit assembly. Internal visual inspection inside unit¿s enclosure assembly revealed damage in the form of a blown eia7343-43 20v 10% 100¿f tantalum capacitor designated c184 on the i3 stuffed pca. A software evaluation could not be performed because of unit being unable to power on. Several attempts at powering on the unit were unsuccessful. No smoke was encountered during these initial attempts at powering on the unit. Unit powered on successfully after a test i3 stuffed pca and test compact flash card were used in place of the ones originally assembled in the enclosure assembly. Diagnostic testing had to be performed with the previously stated test component substitutions because of unit¿s power malfunction. Unit passed diagnostic test with test i3 stuffed pca and test compact flash card. Complaint of ¿customer reported that thick white smoke was coming from the back of the pes¿ confirmed. Smoke stated in complaint event description attributed to a blown capacitor on the i3 stuffed pca. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
The patient reported smoke coming from the patient electronics device. The unit was replaced and no adverse consequences were reported by the patient.